Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Voluntary medwatch received via us mail reported: tandem diabetes released new t:connect ios software that increased insulin pump power use. Tandem diabetes has not notified users of defective software. This report is to urge FDA to investigate communication practices of tandem diabetes and require much more transparency. It was reported that the customer's battery was intermittently depleting quickly which resulted in the pump shutting down. There was no impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.